Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sept2019. The manufacturer's technical services(ts) confirmed the reported issue. Provided parts ID for the 2nd gen user interface (ui) assembly. The customer ordered the ui assembly to make necessary repairs. The ui assembly was return for analysis. An investigation was performed and the customer complaint of ¿dim display.¿ was unable to confirm. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported display dim at times. Will not adjust brighter. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.